Event description:
It was reported that impactor broke while impacting the component into the femur. The case was delayed for a minute or 2 as they investigated the surgical site to make sure no pieces were left in the wound.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned femoral implant impactor indicated that the bumper fractured near the threaded hole. This device was manufactured in 2014, showing signs of significant wear/use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated no significant surgical delay, patient injury or complications were reported; therefore, no further medical assessment is warranted at this time. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.